Event description:
Facility reported that one hour and forty-five minutes into treatment, blood was noticed to be dripping from the dialyzer. While physically checking the connections for tightness, the venous mainline tubing from the dialyzer completely separated from the dialyzer connector. The blood pump was immediately stopped and bloodlines were clamped wherever possible. Ebl to patient was 50cc's. Patient became hypotensive at this time, but responded with additional normal saline. Another dialyzer and set of bloodlines were primed and the treatment resumed and later completed without further incident. The sample is available for evaluation.